Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the piece of plastic was chipping off when changing out reservoir. Customer stated prime slower than start. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.